Event description:
It was reported that prior to use stent damage was discovered. The lesion being treated is unknown. The 3.00x38mm ion stent was removed from the package and one of the stent struts was sticking up. There was no patient contact. The procedure was completed with another of the same device.

Event description:
It was reported that prior to use stent damage was discovered. The lesion being treated is unknown. The 3.00x38mm ion stent was removed from the package and one of the stent struts was sticking up. There was no patient contact. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by manufacturer: the device was returned. There was no blood or contrast on the device. The balloon was tightly folded and the stent was centered between the markerbands. There were three flared struts in the second distal row of stent struts. There was no damage to the stent delivery system. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The reported stent damage was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).